Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This crt-d was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device triggered a replacement indicator while implanted but passed the labeled longevity calculation. A review of the device memory revealed the first battery system fault recorded, with no other suspicious faults or resets noted. According to document (B)(4), the device is a pre-corrective action model. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This crt-d was explanted and returned for analysis. No additional adverse patient effects were reported.